Manufacturer narrative:
During a service visit to address a sensitivity issue on the instrument, the field service engineer (fse) stated the issue could not be immediately resolved and that further service would be needed. The customer continued using the instrument and subsequently reported inaccurate results. The results were submitted and rejected by a clinician based on a comparison to the patient's historic data. No patient treatment was altered based on the initial results and no injury was reported. The instrument's operator's guide states: "run test samples regularly. Check the instrument performance with known samples, preferably the ones used for instrument acceptance." After the inaccurate results were reported, the instrument was taken out of use by the customer. The instrument was serviced and the fse communicated to the customer that further service may be required. The customer performed some further cleaning and service and declined multiple attempts by waters to schedule follow up service visits, saying that they had performed comparison studies with another similar instrument in their lab and the results were meeting their expectations. In response to the inaccurate results report, the customer stated that they have initiated additional quality controls. There have been no further reports of inaccurate results from this customer. We consider this report complete based on the information provided. However, if additional information is received, a supplemental report will be filed.

Event description:
Based on information reported from the customer/field service engineer (fse): on (B)(6) 2013 - sensitivity issue reported. Fse visit scheduled. On (B)(4) 2013 - fse recommends a follow up visit, as he was not able to immediately resolve issue. On (B)(6) 2013 - customer declined multiple visits, saying the instrument was usable. On (B)(6) 2013 - patient results were submitted and rejected by a clinician based on a comparison to the patient's historic results. On (B)(6) 2013 - waters was informed of the inaccurate results. System taken out of use. Fse visit scheduled. On (B)(6) 2013 - fse inspected the instrument and found resolution setup was too wide. Fse adjusted and cleaned the instrument. Injection tests passed specification. However, the fse said further work was needed to address sensitivity. The customer was aware and confirmed that they were satisfied with the instrument. On (B)(6) /2013 - customer states that instrument is in use and declined further service visits from waters.